Event description:
On the event date, the lay user/pt contacted lifescan alleging the one touch basic enhanced meter displayed the battery indicator icon. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt said the issue started on the same day, at 12:30 pm. As a result of the issue the pt took humalog insulin but did not adjust it at that time based on a sliding scale. It is noted that the pt takes insulin based on a sliding scale. An hour and a half after the issue started the pt reportedly felt chilling and sweating. Additional details such as the exact dose, the sliding scale regime, and how the pt treated the symptoms are unk. It was determined during the troubleshooting telephone call the batteries do not need to be replaced, it was not the first time the product was being used, and there was no misuse of the product. This complaint is being reported because the pt alleged that due to the product issue she deviated from her normal management of diabetes by taking insulin without basing it on meter readings and felt symptoms that may be indicative of hypoglycemia after taking the insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.